Event description:
During a spinal cord stimulation (scs) replacement procedure, the physician observed irregular-appearing tissue within the implant pocket. Due to uncertainty regarding a possible infection, the physician obtained a culture swab for evaluation. The decision was made to delay re-implantation of a new system pending confirmation of negative culture results. Postoperatively, the patient was reported to be stable and doing well. The hospital declined to return the explanted products.